Manufacturer narrative:
The device was not returned for evaluation.

Event description:
The surgeon saw a patient yesterday, (B)(6) 2017, who was four months post-surgery, and the x-ray showed that an aranax screw was backing out. Follow-up information reported by the surgeon's representative; no revision planned, at this point they are waiting for the patient to heal, the surgeon feels she is progressing to fusion. The patient does have some irritation but it's tolerable for now.